Event description:
It was reported that there was suspected atrial undersensing noted during the patient's atrial fibrillation (af) episodes. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.